Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The anesthesia workstation was investigated on site by the hospital personnel and the reported issues with failing flow transducer tests during system check out were caused by an intermittent faulty patient cassette which measures the expiratory flow. The reported flow transducer test failures can be verified in the received device logs. Our conclusion is that the reported issues were caused by the faulty patient cassette but since it has not been returned for investigation, we have not been able to determine the true cause of the event.

Event description:
Manufacturer's reference#:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the flow transducer test during system check out. There was no patient connected to the anesthesia workstation at the time of the event. Manufacturer's reference#: (B)(4).